Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device not returned for evaluation

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the power supply cable, for the mobile view station (mvs) monitor, was bent. The monitor loses power periodically and cable needs to be reseated. No patient present.